Event description:
It was reported that there was noise with short v-v sensing on the right ventricular (rv) lead. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Rv oversensing seen from (B)(6) 2014. (B)(4).